Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump screen was responsive to icon taps but the user was unable to unlock the device, which delayed a meal announcement; the user completed a software update with assistance and confirmed normal unlocking and meal announcement thereafter, with blood glucose rising post-meal and no impact on glycemic control. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and routine device use after resolution. Investigation included remote troubleshooting, review of user-reported video, and guided software update. Investigation of this case revealed a transient user interface malfunction resolved by software update, consistent with a display/input interaction issue that did not recur after the update. It was concluded, based on previously established findings for similar reports, that the cause was correctable software behavior addressed through software update and user guidance.